Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One driver tip was returned for investigation. Visual inspection of the as returned products identified the slotted tips to be fractured. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item numbers were conducted for the (rasd1) dating back to 12 months from now. The complaint history review revealed that there were no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the driver tip fractured. The procedure was completed using another device.